Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 316, 313, 514, 292 and 319 mg/dl. The customer's expected fasting blood glucose test result range is 83 - 152 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained a blood glucose result of 450 mg/dl fasting and had administered 10 units of novolog. Customer checked her blood glucose an hour later and stated the result was still over 400 mg/dl. Customer's husband had driven her to the hospital. At the hospital the customer's blood glucose test result was 360 mg/dl non-fasting. Customer was diagnosed with hyperglycemia and was given IV fluids and 10 more units of novolog. Customer was released from the hospital on (B)(6) 2018 around midnight. No new medications/healthcare program was suggested. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date at time of call is three days. The meter memory was reviewed for previous test result history: (B)(6).